Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 10/23/2017. Device evaluation: the complaint unit was returned inside a samples container. There were two plastic bags inside the container, one had the device and the other had the reported foreign material. The plunger was observed in its advanced position; the cartridge was correctly engaged into the lower body of the pcb00 device. No assembly errors and or defects related to the manufacturing process were observed. Visual inspection was performed at 10x microscope magnification. Lack of lubricant material was observed in the device. No lens was returned. The reported foreign material analyzed by fourier-transform infrared spectroscopy (ftir) the ftir analysis shows that the small plastic debris is a combination of an acrylic species, likely due to tape adhesive during transport, and/or possibly a vinyl polymer similar to polyvinyl pyrrolidone. The manufacturing controls should be capable of identifying the presence of this type of particulate or substance during the inspection controls defined as part of the manufacturing process. Based on the evaluation, it is not possible to confirm if the particle observed is related to manufacturing, as the reported lens was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after easily implanting the intraocular lens (iol) and when vacuuming the viscoelastic, a small plastic particle was noticed. It was reported that this could possibly be due to the abrasion of the cartridge by the stamp. The doctor removed this particle and the patient has no consequences. No loss of visual acuity. No additional information was provided to abbott medical optics.